Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Reportedly, customer believes the elevated bg levels were not pump or supply related. The customer declined to provide additional information regarding the issue.